Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode during which his cgm/bg were 170/17 mg/dl. Pt is a physician and he fainted while working during a consultation and was wheeled away by a nurse and another physician who gave him some juice. Pt had taken acetaminophen. Acetaminophen is a cgm contraindicated product. At the time of his call to dexcom technical support pt reports he was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.